Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Retained blood tubing samples from the same lot number reported 1000000095 were visually inspected and functional and dimensional testing was performed and no failures or defects were detected.

Event description:
A nurse reported, a pt had a hemolysis event following a hemodialysis treatment. During the treatment prior to the pt being disconnected to use the bathroom, the nursing staff reported that phoenix machine had generated "tmp" alarm and then a "heparin pump infusion error" alarm. The nurse removed the heparin syringe from the heparin pump, without clamping the heparin line, and the pressure in the circuit popped the plunger out of the syringe barrel. The pt complained of abdominal pain, nausea, and diarrhea. The treatment was discontinued, with return of the blood to the pt . The pt was sent to the emergency room where a blood sample was drawn for a cbc and dhl. The sample was reported to be hemolyzed. The blood sample was not redrawn, and the pt was discharged home with no medical intervention. The discharge diagnosis was not provided. The cartridge blood set, revaclear max dialyzer, and bicart 720g cartridge were all discarded. The phoenix machine was not inspected by the hosp biomed technician or by a gambro svc technician. It remains in clinical use, with no reported problems.